Event description:
It was reported that the patient presented to the hospital and an interrogation revealed that this right atrial (ra) lead output changed from auto to fixed due to intermittent high output. No adverse patient effects were reported. The device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).